Event description:
Per nurse (B)(6) patient had 2 pressure alarms in the last week. Patient taping catheter to prevent kinking and keeping above waist. Lori requested new pumps to be sent to the patient. Patient was sent 2 replacement pumps and will return the pumps that were alarming. Serial; numbers were not available/provided. No side effects or harm reported by the patient. Patient continued to use pumps as the alarm was not due to the pumps, it was due to extension line kinking with patient movement. Nurse reviewed with patient the importance of not kinking/tangling the infusion line. Reported to (B)(6) by: health professional.